Manufacturer narrative:
Correction: the initial MDR submitted on (B)(6), 2023 was filed inadvertently. No surgical re-opening of the wound has occurred. There is a 3rd wound dehiscence (specific date not reported). Correction: the previous MDR submitted on (B)(6), 2023 was filed inadvertently. H6 should be type of investigation: 10 - 3331; investigation findings: 213; investigation conclusions: 67. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported). This report is submitted on july 16, 2023.

Event description:
Per the clinic, the patient experienced a wound dehiscence on march 31, 2023, and subsequently underwent a skin revision surgery to remove excess granulation tissue. The patient was then administered a topical antibiotic (specific duration not reported) and the wound area was reported to be healed. However, the patient experienced a wound dehiscence again (specific date not reported). Subsequently the patient underwent a surgical re-opening of the wound to clear the infection, where the wound area was rinsed with an antibiotic flush (specific date not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on may 16, 2023. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.